Event description:
It was reported that this right ventricular lead was explanted and replaced due to an unknown noise, high capture thresholds and high pacing impedance out-of-range greater than 2000 ohms. This lead was returned and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact, not severed. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 27.3 centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high-capture-threshold, noisy signals and over-sensing, were likely caused by the confirmed fracture.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to an unknown noise, high capture thresholds and high pacing impedance out-of-range greater than 2000 ohms. This lead is expected to be returned and no additional adverse patient effects were reported.